Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not advance. No patient injury was reported.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.